Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to clinic for wound check with a suture protruding from corner of the incision. It was clipped, cleaned and a steri-strip was applied. The patient came back to clinic a week later with a pocket infection, fever and sepsis. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.